Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified superficial femoral artery. A 5.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During procedure, the balloon was inflated twice at 8atm and 6atm accordingly. However, at second inflation, it was noted that the balloon ruptured. The device was removed from the patient's body without any problem and the procedure was completed with a different device. No patient complications were reported and patient's condition was good post procedure.